Event description:
Intermittent pre-use check - flow failure and o2 alarm when operating.

Manufacturer narrative:
The problem was localized to the oxygen gas module. There is no component failure but a rare effect of summation of the tolerances of several components. This caused intermittent increase of the gase module's response time from normally 10 milliseconds to up to 30 milliseconds results in an oxygen concentration slightly differing from the set concentration. The deviation is minor and will be detected in pre-use check or, if the deviation occurs during operation and exceeds +/- 6 volume % from set value, an oxygen alarm will be generated.